Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer would load a new cartridge onto the pump and resume insulin delivery. The customer's blood glucose level was 129 mg/dl.